Event description:
It was reported that during the implant procedure as well as at a post-operative check, no electrograms (egms) or markers could be obtained with wireless telemetry. Different programmers, rooms, and programmer positions were attempted; however, egms and markers could still not be obtained and the wireless telemetry strength appeared low. When wireless telemetry is off, normal egms and markers are observed. The device remains in use and will be re-checked at a follow-up visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No electrograms available in the clinical data file.

Event description:
It was further reported that during the subsequent follow-up visit, the same issues were noted. Egms and markers were not displayed; however, the device is able to be interrogated, parameters programmed, and pacing/sensing appeared fine. Additional troubleshooting steps were suggested and the device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.